Event description:
A physician reported that a mix-up of two advantage windows workstation (using volume viewer plus software) studies from the same pt resulted in pt misdiagnosis. The physician had used a customized layout to compare studies. The custom layout inappropriately displayed study 1 coronal data in the study 2 coronal area. As a result of the misdiagnosis the pt received an additional round of chemotherapy.